Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the unit is not alarming.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device's reported complaint issue was not able to be duplicated, so the original complaint issue was not able to be confirmed. A weak audible alarm was discovered during the evaluation.

Event description:
Provider states the unit is not alarming.